Event description:
The customer has reported experiencing a recurring issue, regarding failures with co's multiview central station monitors and how it affects the safety of their pts. On two occasions, they reported losing monitoring capabilities of critical care pts for over 24 hours. Pts had to be transfered and extra staff had to be called in, causing a difficult situation. Since 2002, they have reportedly had three failures requiring hard drive replacement. They consider this a reoccurring trend. The customer has also indicated that maintenance cycles have been increased to semi-annually, primarily to clean the overwhelming amount of dust that collects in the machine. They are concerned that there are no ambient filters to filter dust that they believe should be seriously looked at. Dust causes heat and in turn, causes failures. They also reported a concern with the availability of spare parts for co's devices.